Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 4 days after the sensor had been inserted in the abdomen. The patient was working at his neighbor's house, the cgm reading was 84 mg/dl and within few minutes he passed out. The patient hit the ground, his watch alerted emergency medical technicians (emt) about his location and they were called to assist the patient. The paramedics took a bg reading which was around 30 to 40 mg/dl. They treated the patient with intravenous (IV) medication. The patient was not taken to the hospital. Before emt left, the bg was 120 mg/dl. At the time of the report the patient was fine. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.